Event description:
It was reported that the scale detached from lift, patient in lift at the time, patient fell to the floor. X-ray results were negative, a small scrap was noted on the arm, no other injuries. Scale unit was sent back to sunrise for evaluation, ims looked at scale on site. And ims will be going to facility to inspect and install a new scale onto the facility lift.